Event description:
Caller reported an issue with a continuous glucose monitor (cgm) malfunction, specifically referencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.